Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that during a follow up visit the right ventricular (rv) lead threshold was found to be slightly elevated. The lead remains in use based on medical judgment. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.